Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this patient had intermittent right atrial lead undersensing and complained of muscle stimulation when lying on the right side. The device was reprogrammed and a lead repositioning may be needed as the patient underwent an av nodal ablation. The right atrial lead remains implanted. No adverse patient effects were reported. Additional information received noted that this right atrial lead was repositioned after being dislodged. The patient remains in atrial fibrillation and all measurements appeared normal. A follow up was scheduled.